Event description:
It was reported the patient observed a low battery warning on the system programmer. The patient had not used the system for a couple of months due to an unrelated injury. Sjm representative was able to clear the warning flag and programmed the patient to satisfactory stimulation therapy. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.